Event description:
Subject was not resuscitated. (B) (4).

Manufacturer narrative:
Method: ECG related to incident reviewed. Result: ECG morphology changed during incident. Shock advised rhythm changed to a non-shockable rhythm.